Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was defective and failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: b- 5 - describe event or problem. Corrected b-5 to reflect the correct updated information. Internal complaint number: tw #(B)(4). The device was returned to the factory on 03mar2020 and investigated on 18mar2020. The harvesting device and the cannula were returned. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The cannula was observed to be in tact, with no visual defects observed. Specks of blood were observed on the jaws. The heater wire on the harvesting device was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on the cold jaw was observed to be peeled ¿with detachment¿ at the tip of the hot jaw. The detached silicone insulation was not returned with the device. No other failures were observed. A pre-cautery test was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure indicating no electrical issue with the harvesting device. There was no alleged failure reported; however, based on the returned condition of the device and the results of the evaluation, the analyzed failures "material twisted/bent; wire" and "peeled jaw" were confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.